Event description:
It was reported that during a post procedure follow-up for a procedure involving a intellamap orion high resolution mapping catheter and intellanav stablepoint open-irrigated catheters, it was noted that the patient developed tricuspid regurgitation. The initial procedure was performed (B)(6) 2021. Surgery was performed on (B)(6) 2021 to resolve the valve regurgitation and it was reported the patient was stable and without symptoms following the follow-up surgery. The physician noted that it was unknown if the rhythmia procedure with the orion and stablepoint catheters contributed to the patient complications. The catheter has been returned to boston scientific for analysis.

Manufacturer narrative:
The orion catheter was received by the boston scientific post market laboratory for analysis. The catheter was first visually inspected and no abnormalities were found. Next the device was functionally tested, the basket electrodes were deployed and undeployed, and functioned as intended with no defects observed. The deflection of the catheter was also tested and found to be within specifications. Then the catheter was connected to the mapping system and it was verified that 100% of the mapping capabilities were active and displayed properly. In addition, review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Also, a review of the use documents found no evidence of the device being used in a manner inconsistent with the labeled indications. With all available information the complaint could not be confirmed as the returned device presented with no defects.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a post procedure follow-up for a procedure involving a intellamap orion high resolution mapping catheter and intellanav stablepoint open-irrigated catheters, it was noted that the patient developed tricuspid regurgitation. The initial procedure was performed (B)(6) 2021. Surgery was performed on (B)(6) 2021 to resolve the valve regurgitation and it was reported the patient was stable and without symptoms following the follow-up surgery. The physician noted that it was unknown if the rhythmia procedure with the orion and stablepoint catheters contributed to the patient complications. The catheter is not expected to be returned as it was disposed of by the site.